Event description:
It was reported by service report that the bed scale was inaccurate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: left footend load cell.